Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified right common femoral artery via a 6f sheath using the pre-close technique prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break occurred when the proglide plunger was removed. A second proglide device was attempted and a link break occurred when the proglide plunger was removed. The sutures of two new proglide devices were successfully placed using the pre-close technique. The sheath was upsized to 20f and the taa procedure was completed. The successfully pre-placed sutures of the two proglide devices were used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Visual inspections were performed on the returned device. The reported suture break was confirmed as a link break/suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.